Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate of 80. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support about the cause of the fill estimate issue and informed that it would resolve once the insulin amount matched the static number, which was acknowledged and understood.